Event description:
It was reported that this electrode was explanted and replaced due to high shock impedance. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this electrode was explanted and replaced due to high shock impedance. Besides intervention, there were no other adverse patient effects reported. The extracted lead was not kept and therefore will not be returned for analysis.

Manufacturer narrative:
This product has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.